Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles. A visual and microscopic analysis was performed which identified creases fold, wear abrasion, non-penetrating nicks, delamination orientation dot, missing orientation dot and shell and striated openings and broken on (posterior, radius, anterior) base on the device analysis the final assessment is: a striated edge broken on posterior, anterior; radius due to surgical damage consist in the use of some surgical tool and a striated opening on anterior, radius and posterior due to surgical damage consist in the use of some surgical tool and missing shell and orientation dot due to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade IV. The device has been explanted.